Event description:
Journal article received: first results with the trochanter fixation nail (tfn): a report on 120 cases; a. Lenich, e. Mayr, a. Ruter, ch. Mockl, and b. Fuchtmeier; arch orthop trauma surg (2006) 126: 706-712 reported: a study involving 120 patients (mean age 81 years, ranging from 47 to 100 with a male to female ratio of 1:4) between march 2003 and february 2004 was conducted to assess the effectiveness of the trochanteric fixation nail (tfn). Out of the 120 patients, complications were noted in 9 cases. 7 patients experienced a local wound infection; and 3 patients had a complication due to cutting out of the helical blade through the cortex of the femoral head, happening post-operatively at 1 month for the first patient, 3 months for the second and 7 months for the third patient. It was noted that for the third patient, there were no signs of cut out at 6 and 12 weeks. Additional intervention for these patients is unknown. The conclusion indicated that the tfn is effective for intramedullary osteosynthesis for proximal femur fractures. This is report 1 of 3 for complaint (B)(4). This report is for an unknown nail.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.